Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient¿s ins is ¿not knocking pain at all¿. Patient stated the stimulation is still working because he will crank it way up to try and ¿knock the pain¿ and the next day his ankle would be sore so he can¿t hardly walk. Patient had already met their doctor and changed programs and tried programs a, b, c, and d. The patient was redirected to follow up with healthcare professional (hcp) to check ins, change programming. Patient stated they will begin working with a new doctor in september, and may wait for the new battery his hcp told him that is about to launch. No further complications were reported. No additional patient symptoms have been reported. Additional information received from the patient reported that the patient was in so much pain that they could hardly move. The patient noted that they got the ins for their feet but that it has not helped their feet but does help their back. The patient reported that a couple months prior to the report, they had 2 more leads implanted to trial a new "stimulator plan" but they did not work so they took them out again. Follow-up was conducted. No further complications were reported.